Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed, and numerous receiver shutdowns and power-ups at 80% battery level were observed caused by a defective battery. An interior visual inspection was performed and a cracked, defective battery chip was observed. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.